Event description:
Complainant alleged that the staff was attempting to pace a pt (age and gender unk), but that the device did not capture until 80-85 ma and above. The staff was able to obtain another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.